Manufacturer narrative:
Investigation evaluation. Six devices were received and a physical examination was performed on each device. A document based investigation was conducted including a review of complaint history, the device history record, instructions for use, quality control data, and specifications. Six opened packages labeled k-jets-7019-et with lot number 8547337 were received for investigation. The inner pouches were returned unopened. Visual examination confirmed fuzz wrapped around the silicone positioner on one guide catheter. The other five devices showed no sign of foreign matter. The device history record was reviewed and noted there were non-conformances identified for foreign material. The appropriate product and quality managers have been notified. A search of complaint records revealed there have been no other complaints associated with lot 8547337. The complaint is confirmed based on inspection of one returned device. This failure mode is a manufacturing related incident. The risk analysis for observed foreign matter failure mode was reviewed. It was determined that no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Occupation: non-healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that while preparing supplies for an embryo transfer procedure using a k-jets-7019-et, a foreign body was observed in the transfer catheter. It was verified that this was discovered prior to any patient being prepped for the procedure, therefore there was no patient involvement.